Event description:
Swan ganz catheter thermistor malfunction. Read temperature of 116 degrees fahrenheit which is not possible. Patient had just had open heart surgery and device was inserted in or, normal position for surgery. Attempts to adjust device to make it work correctly (disconnected and reconnected/checked placement/recalibrated co machine/manipulated by physician at the bedside) resulted in a temperature reading of 106 which was still not correct. Removed and not replaced after malfunction as patient was stable and did not require further monitoring with this type of device. Packaging discarded in or so unable to give lot number. Health professional's impression======================defective thermistor